Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the patient experienced hyperglycemia with a blood glucose (bg) of 414 mg/dl with nausea associated with an alleged no power issue. The patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During trouble shooting with customer technical support (cts) it was revealed that the battery compartment was cracked. The patient¿s blood glucose readings do not meet animas criteria of a serious injury. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/23/2017 with the following findings: a review of the black box showed no power on reset events. The battery compartment was cracked above and below the bumper pad. No moisture/corrosion was found in the battery compartment. The battery cap threads were stripped the battery cap was unable to maintain an electrical connection. The power complaint was duplicated. A new test battery cap was able to fit to maintain an electrical connection. The test battery cap was used for 24 hour testing. No power on reset events were duplicated during this time. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit was found.